Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.na.

Event description:
It was reported that the procedure was to treat the mid right coronary artery (rca) with heavy calcification, heavy tortuosity and 99% stenosis. The 2.5x12 mm nc traveler balloon dilatation catheter failed to cross the lesion due to the anatomy and there was resistance with the anatomy during independent removal. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. A non-abbott balloon was used to complete the procedure. No additional information was provided.